Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with the server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with the server. The technical support specialist (tss) verified the station log and identified a database failure. Tss dialed into the server, verified the health sight viewer and no error was identified. Tss verified the station data synchronization log and identified a network issue. Tss then applied a knowledge article "edit hosts file from command shell", pasted the command in the command shell to resolve the issue and verified that the station was communicating with the server. The system functioned as intended after the technical support specialist troubleshot the device.